Event description:
The customer reported that the remote network stations (rnss) are not automatically rebooting after a generator test or power loss. Currently 4 different departments are being affected by this issue. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that their remote network stations (rnss) are not automatically rebooting after a generator test or power loss. Currently 4 different departments are being affected by this issue. No patient harm was reported. Details of complaint: the issue of the crcs not rebooting after a power loss was resolved in subsequent generator tests in which the crcs were then able to reboot after the power loss. Details on the resolution were not provided in the ticket. As there is no record of on-site support or a repair for the reported device, the cause of the issue is unlikely to be related to an nk device deficiency. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that their remote network station's (rns's) are not automatically rebooting after a generator test or power loss. Currently 4 different departments are being affected by this issue. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.